Event description:
According to tom peacock "according to my knowledge, nurse fill the portable, put it on the pt. The pt was near the nursing station on the wheel chair. The unit run for 15-20 minutes, pt screamed. Staff saw that the cannula frozen and lox shooting out of unit"

Manufacturer narrative:
Per reporter statement (appendix 1) and columbia ancillary incident report (appendix 2), unit was immediately inspected and incident was not duplicated (for further details see appendix 1 & 2) unit was shipped to caire inc. Facility for thorough testing. It was concluded that unit was dropped several times and caused vacuum loss due to a crack in the weld (neck to flange) - see appendix 3 (engineering test report). Caire service manual provides instructions to users in case unit is dropped, tipped over or unreasonably abused. See attached one page of svc manual (warning section-page 5 of service manual) - note: this incident was not reported to the FDA in 2007 because it did not meet the reporting criteria per our understanding of FDA guidelines. However, as a result of a recent FDA audit, we have been requested to submit this incident report as the FDA auditor believes that this was a reportable incident. (See scanned pages).